Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power supply of the patient electronics device. The power cable and the power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Visual evaluation revealed damage to the power supply showing frayed/exposed wires. Software evaluation: not required. Power supply determined to be damaged due to exposed/frayed wires. It was reported that the power cord and power supply cord of the pes were frayed. Reported event was visually confirmed for power supply. Root cause: defective cable (power supply).